Event description:
As reported, during prep, the gateway y adaptor was noted to be not holding pressure and allowing air into the system. There was no air injection or patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, it has not yet been received by the MFR. Therefore a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.